Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave a solid tone. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the continuity was out of specification. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the handpiece had an unk problem. There were no details available on the problem, but there were solid tones when activating with a test tip during troubleshooting. There was no pt consequence reported.